Event description:
Customer reported via phone call that the insulin pump had an error alarm during the manual prime. Customer stated that she came to fill tubing and the insulin squirted out of the tube. The drive support cap was noted to be sticking out. Customer's blood glucose reading at the time of the call was 65 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump alarmed prime during basic occlusion test due to slightly loose drive support disk. The insulin pump received with minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and cracked battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.